Event description:
Information was received from a healthcare professional and a consumer regarding a patient receiving compounded baclofen (133 mcg/ml at 29.92 mcg/day), gabapentin (1.6 mg/ml at 0.3600 mg/day), and morphine (40 mg/ml at 8.99 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2017 it was reported that the patient heard a critical pump alarm. The patient had no falls or trauma. He had never missed a refill and his last refill was about a month ago. He went to the ER (emergency room) and they sent him to his doctor. A motor stall was seen at initial interrogation on (B)(6) 2017. The patient had not recently had an MRI and denied any magnetic or electromagnetic interaction. The motor stall was active and occurred on (B)(6) 2017 at 23:47 at which time, the patient was in a recliner sleeping. The patient had no symptoms. No further patient complications have been reported as a result of this event.